Manufacturer narrative:
It was reported to abbott when trying to place ipg into MRI mode the message, 'MRI is not advised¿. Repositioning was tried to no avail. All but one contact showed high impedance. The patient underwent a lead revision due to high impedance on both leads. Both leads were replaced. The patient had effective therapy post op. MRI mode could be enabled. The issue was resolved. The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Event description:
Related manufacturer reference number: 3006705815-2023-03762. It was reported the patient¿s system was unable to enter MRI mode due to high impedances. Surgical intervention took place wherein the leads were explanted and replaced to address the issue.